Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the language packing is not applied to the med application from the user (B)(4). The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ es server, the language packing is not applied to the med application from the user cfnapp. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e initial reporter first name, initial reporter last name, initial reporter e-mail, initial reporter facility name, initial reporter city, medical device brand name, section b describe event or problem. Upon investigation of the actual device used in this incident, it was determined that the language packing was not applied to the med application from the user's carefusion application. A technical support specialist advised field service engineer to unload the deleted medicines, reconfigure the tower, and reload the medicines to recapture the records on the server. The fse coordinated with the hospital to schedule the process and provided updates on the progress. Fse reported that the ghost towers "torre simples 1" and "torre simples 2" were still visible on the station. The fse shared the carefusion coordination engine (cce) server and connected to the station via remote desktop. Using ssms, the fse deleted the records for "torre simples 1" by storagespacekey, successfully removing entries from "torre simples 1 gv 1-cpt 1" through "torre simples 1 gv 1-cpt 60". The system functioned as intended after the technical support specialist and field service engineer repaired the device.